Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Additional testing had been performed three (3) days prior (B)(6) 2023 at a doctor's office using an unknown platform and unknown sample type that generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221367 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 221367 and device part number 195-430h/ lot 217455. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 221367 showed that the complaint rate is 0.00205%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded